Event description:
In 2007, I had two hip replacements. Both were depuy pinnacle implant. For the last few years, I have had pain in the outside area of my right leg across from the implant. I have also had groin pain on the left side. In (B)(6) 2012, I had a blood test to measure cobalt and chromium levels. The readings were in the 60s and 90s. I met with an orthopedic surgeon in (B)(6) and an order was written for a special type of MRI. I had the MRI done and met with the same surgeon on (B)(6). I learned that I have swelling on both sides near the pinnacle implants. I was advised to have revision surgery for both implants. The first surgery is on (B)(6) 2012.